Event description:
Customer alleges: tpn pt states that tpn leaks at the ultrasite curlin tubing interface.

Manufacturer narrative:
Products were not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet spec.